Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) several conductors fractured, and blood noted on conductors and helix; full lead returned and analyzed.

Event description:
It was reported the patient heard the low urgency alert several times per day. The defibrillation impedance was found to be high, > 200 ohms. It was also reported the impedance had been unstable for the previous seven months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient heard the low urgency alert several times per day. The defibrillation impedance was found to be high, > 200 ohms. It was also reported the impedance had been unstable for the previous seven months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.